Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Explant date: unk. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
On 03 july 2019 we received notification of an article published in czech and slovak journal of ophthalmology entitled, 'incidence of cataract following implantation of posterior- chamber phakic lens icl (implantable collamer lens) long term results.' The article analyzes the results of icl implantation in 34 patients from 1998 to 2013. The article references pigment dispersion syndrome in 27 eyes, of which 12 were myopic eyes and 15 hypermetropic eyes. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Adverse event or product problem: corrected to product problem in initial MDR. Outcomes attributed to adverse event: not applicable in initial MDR. Type of reportable event: corrected to malfunction in initial MDR. Device information: icm v4 used for myopia, ich v3 used for hyperopia, ticm v4 used for astigmatism. Claim#: (B)(4).